Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The investigation is currently in progress.

Event description:
A medtronic representative reported that the system had difficulty tracking instruments when the alm operating room lights are powered on and that when they power the lights off that the stealthstation treon system works properly. There was no patient present.